Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the autopulse device displayed a user advisory message of ua 42 (force overload tripped). Add'l details were requested by the MFR and have not been obtained. It is unk if device was used on a pt. No adverse pt sequelae was reported.